Event description:
A surgeon reports performing a lens exchange due to the pt's complaints of halos and glare (especially at night) when looking a bright objects and fluctuating intermediate vision (with and without spectacles). During the lens exchange, the surgeon noticed a mild retraction of the posterior capsule.